Event description:
It was reported that a patient failed to recover after a right humeral intramedullary nailing on (B)(6), 2013 for a segmental fracture. The implanted nail and screws were removed on (B)(6), 2014, and the fracture is healing. This complaint is regarding 1 humeral nail, 5 screws, and one end cap.(B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: (B)(4). But since the implants were removed intact and functional, it is determined that the design of the implants did not contribute to this complaint, and this complaint. Although the exact cause cannot be determined due to not enough information, method of use could have been a cause. It is determined that the implant's design was not a factor. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis.additional narrative:investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.